Event description:
Procedure: lap chole. According to the reporter: the device was used on thick cystic duct. Staples did not form properly and the clamp bar bent. Another device was used to correct the problem. This extended the surgery time by more than 30 minutes.

Manufacturer narrative:
Initial report sent to FDA on 10/07/2009.